Event description:
Using bd "nexiva" IV catheter -20 gauge-. The safety device normally has a lot of resistance requiring a rather vigorous pull to engage it thereby allowing it to be removed. In this particular case, the device actually jammed halfway and because of the backward motion already in progress, the entire catheter was unexpectedly pulled out of the pt. My "pulling" hand then recoiled causing me to stick the needle in a finger of the hand that had originally been holding the catheter in place. Of note, this pt is hep c positive known prior to the event. Dates of use: 7 months. Diagnosis or reason for use: IV access.